Manufacturer narrative:
Conconitant products : 4076-52 lead implanted (B)(6) 2013, 6947-65 lead implanted (B)(6) 2012.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode however the device inappropriately withheld therapy because the pr logic feature determined atrial tachycardia/ atrial fibrillation (at/af). Programming changes were discussed to resolve the withholding issue however, follow-up revealed that the physician had not authorized reprogramming yet because the patient is being evaluated for treatment for at/af first. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.